Manufacturer narrative:
(B)(4). The ail pcb has been calibrated. A follow-up medwatch report will be submitted if additional information becomes available.

Event description:
The customer reported a colleague infusion pump with failure code 810:11. The reported condition was identified during biomedical testing. During service at baxter, it was discovered that failure code 810:11 occurred due to the ail pcb (air in line printed circuit board) out of calibration. There was no documented patient injury or medical intervention related to the reported condition. No additional information is available. The user interface module master software version for this device is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).